Event description:
Patient reported that the needles are not sharp and it hurts when she injects herself. She used 3 syringes so far and all of them are painful. Patient reports she also received samples from her md in the past and the needles were very good. No further information provided. Unknown if patient has affected devices on hand for return to the manufacturer for inspection. No further information provided. No missed doses were reported. Reported to (B)(6) by pt/caregiver.